Manufacturer narrative:
The patient had the device implanted on (B)(6) 2023 primarily due to dissatisfaction with the appearance of his penis, low self-confidence, and retraction of the penis. On (B)(6) 2023, the patient presented for elective sterilization and had a capsulotomy performed as he had a thick capsule causing the implant to kink. The patient returned on (B)(6) 2023 to have a seroma drained in the or due to desiring the reduced risk of infection. The physician noted that the device was intact and in correct anatomical position, no sign of active infection, and the seroma was entirely drained. On (B)(6) 2023, the patient presented for treatment of the recurring seroma and an evacuation of hematoma, however, he subsequently developed drainage from the incision that cultured infection, and had the implant removed. On (B)(6) 2024, the patient presented to the emergency room due to severe lower abdominal and penile pain. His physical examination revealed he had a dense fibrotic mass overlying the penis that was causing the pain, curvature, difficulties urinating and discomfort. The mass was excised completely. Risk of infection, seroma, fluid drainage, pain, and hematoma is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. After the procedure, the patient receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "hematoma," "extended penile or scrotal pain and discomfort," "infection or erosion of silicone block requiring removal," "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment," "cutaneous hypersensitivity reaction" and "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature, seroma, urinary difficulties, infection, and hematoma as an anticipated adverse event, and lists implant extrusion/perforation as anticipated device deficiency. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.